Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump had intermittent button response on the act button due to moisture damage on the keypad traces. The pump also had a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump experienced keypad issues. The customer stated the down button and the b button were working sporadically. The customer's blood glucose was 172 mg/dl. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer did not return the insulin pump for analysis.